Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic with fatigue, intermittent capture due to high threshold was observed on the atrial channel. Thy physician elected to reposition the lead and dislodgement was confirmed. The patient was stable following.